Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam, ¿fracture¿, and device entrapment were confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Evidence of damage to the flex-guide (carving) and garage leaves observed on the returned device indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. This subsequently contributed to the reported resistance encountered while deploying the thumb advancer. Due to the advancement of the thumb advancer while encountering these interactions likely contributed to the reported flex-guide separation and observed separation of the control wire from the barrel. The observed separation of the control wire from the barrel contributed to the vessel locator wings not retracting during clip deployment thus further contributing to the reported device entrapment. The patient effects of hemorrhage, hematoma, tissue injury and subsequent treatments appear to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: resistance was felt during step 3 and a shaft break occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The nmpa report number is (B)(4): it was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a cerebral artery stenosis interventional procedure with a 5f sheath. Reportedly, there was difficulty in removing the device. There was subcutaneous wound expansion, blood loss, and bruising. A surgical cutdown was performed to remove the device and treat the vessel. Manual suturing was used to achieve hemostasis and the patient was hospitalized for observation. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.